Event description:
The clinician reports that the day the implant was placed in ada 12, failure occurred upon insertion. Primary stability not achieved. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. There were no reported patient injuries or complications.